Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in follow-up calls on 25-may-2021, 27-may-2021 and 01-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he received the replacement products but had not yet used them.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from results obtained of 175mg/dl and back to back blood test results of 101 and 190mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 08/16/2022. The product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 140mg/dl and 144mg/dl using true metrix meter.; customer was satisfied with the results obtained. The meter memory was reviewed for previous test result history (date not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 27-july-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications added most likely underlying root cause: mlc-020 user's test strip had poor storage